Event description:
Pt's lead was replaced due to dysphagia. It was reported that the pt was experiencing neck pain and choking sensations, but that parameter adjustments prior to lead replacement did help alleviate the pt's symptoms. During generator replacement surgery for end of service, the surgeon noted that the original lead electrodes seemed to be placed too low on the vagus nerve, possibly interfering with the laryngeal nerve. The lead was also replaced. The electrodes of the new lead were positioned higher on the vagus nerve. The pt reports no further episodes of choking or neck pain since ncp system replacement surgery. Concomitant device was returned and analyzed. External visual inspection of the explanted pulse generator revealed no signs of decomposition, wear, uneven edges, corrosion or any other condition that would affect device performance. The pulse generator met electrical test specifications, and the elective replacement indicator was no, indicating that the generator had not reached end of service.